Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant services office assistant that the pt experienced random low voltage alarms while at home. It was felt that there was a possible wire fatigue. The pt exchanged his system controller with his backup controller without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported intermittent alarms were confirmed during analysis. The log file was reviewed and it was noted that an unusual number and frequency of power cable disconnect alarms were recorded, consistent with the reported event. During functional testing, while moving the black power lead at the connector end, a power cable disconnect alarm occurred. The white and back power leads were independently disconnected and while the system was supported solely by the black power lead, a low voltage alarm occurred. During further eval, it was found that the brown conductor (battery gauge line) of the black power lead was compromised. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.